Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141

Manufacturer narrative:
Bibliography: michael kuhne, s. K. (2020). Electrophysiology testing to stratify patients with left bundle branch block after transcatheter aortic valve implantation. Aha journal. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as written and documented in an edwards lifesciences clinical technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there is insufficient information to confirm the cause of the reported events. It is possible that the conduction system disturbances were caused by the mechanisms explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A prospective study was published in a (B)(6) journal article, ¿electrophysiology testing to stratify patients with left bundle branch block after transcatheter aortic valve implantation". The study was performed to measure the hv-interval the day following transcatheter aortic valve implantation (tavi). The primary end point was occurrence of high-grade av block (havb) during a follow up of 12 months. Of 373 patients screened after tavi, 56 patients with lbbb were included. There were two patients who received a sapien 3 valve that experienced av block 3rd degree and intermittent av block 3rd degree (mobitz type 2). Per article, some of the patients received a permanent pacemaker implant (ppm); however, it is unable to be determined which of the two sapien 3 patients required a ppm.